Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility to evaluate/repair the suspect device. The fse assisted the customer in cleaning the scope contacts with an alcohol pad and blowing lent from the light source socket. The fse verified equipment functionality after service and no problems were noted.

Event description:
A user facility reported to olympus that the image flickered after the scope was inserted into the light source. There was no patient injury or harm, associated with the problem, reported to olympus.